Manufacturer narrative:
There is no patient involvement, thus no patient data exists. There is no expiration date for this product and the serial number is unknown at the time of this report. The device was inspected by biomedical engineering on (B)(6) 2011, at the location. Missing part was shipped and installed by biomed at the site. The manufacturer date of the device was unknown at the time of this report. Evaluation summary: this malfunction was reported by biomed at the account site. Upon further investigation, it was found that the light would not turn on. The clinical biomed engineer notified stryker's account representative that the light was missing the keeper clip. The keeper clip is what holds the light head to the spring arm assembly and if this is missing, there is the potential for the light to malfunction as well as for the light head to fall. However, in this instance the light did not fall. This type of event has previously been documented. There was no report of adverse consequences or patient involvement. This is not a single use device.

Event description:
(B)(4). It was reported that in nicu the visum 300 is missing the keeper clip for the light.